Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, which required intervention. It was reported that on (B)(6) 2015, the patient underwent a mitraclip procedure, with implantation of one mitraclip at the anterior (a) 2/posterior (p) 2 segment of the leaflet. The degenerative mitral regurgitation (mr) was reduced from grade 4 to 1. In (B)(6) 2015, the patient was seen for shortness of breath and just not feeling well. It was noted that the mr had worsened to moderate to severe (grade 3-4) due to disease progression. The clip was noted to be well attached and functioning as expected. The patient returned on (B)(6) 2016 for a second mitraclip procedure. The pre-procedural mr was grade 3-4. There was no challenging anatomy noted and the new jet was noted at the a3/p3 segment of the leaflet. There was some difficulty visualizing the clip, but the clip was moved closer to the a2/p2 segment and better visualization was noted. The second clip was able to grasp the leaflets and assessment was felt to be good, with good grasp of the leaflets. The clip was deployed and the mr was noted to be mild. However, the mr was then noted to increase back to grade 3-4, and a single leaflet device attachment occurred, with the clip remaining attached to the anterior leaflet. No tissue damage was noted. A third clip was then implanted between the first and second clips, at the a2/p2 leaflet segment. The mr was reduced to <1. There was no clinically significant delay and no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy, visualization) which resulted in inadequate leaflet insertion in the clip, resulting in the slda; however, based on the reported information this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.